Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction was made.

Manufacturer narrative:
(B)(4).

Event description:
The complaint states that "transmitter battery" was reported. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined.

Manufacturer narrative:
B5: describe event or problem - additional information. H2: type of follow up-additional information. D4: additional device information-additional information. G6: report type ¿ updated/follow-up.

Event description:
Subsequent to the initial MDR, a correction was made.